Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that the (B)(6) patient had developed a skin irritation on her back. The irritation was described as "itching and pimples". It was reported that "no medical attention had been sought until now" and that the patient consulted a physician who prescribed her a lotion. Follow-up indicated that the rash had almost completely vanished.